Event description:
Rn reports incomplete prime of patient line of homechoice set noted during training session with new patient. Rn reports "2 feet didn't prime at all". Rn reports no pt injury or medical intervention required as a result of incident.